Event description:
It was reported that during a cranial procedure, navigation was aborted because accuracy was compromised after draping the pt for the procedure. This caused a one hour procedure delay; as a result, the pt required add'l anesthesia to complete the procedure. No adverse consequence was associated with the event.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.